Event description:
It was reported that there was an issue with nx036z - as vega ps femoral comp.cemented f7r.. According to the complaint description, during explantation of a loosened knee implant, the surgeon noted discoloration of the coating at the contact point with the polyethylene. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nx036z / as vega ps femoral comp.cemented f7r (aesculap ag reference no. (B)(4); 9610612-2025-00072). Nx058z/ as vega ps tibial plateau cemented t4+ (aesculap ag reference no. (B)(4); 9610612-2025-00143). Involved components: nx140/ vega ps gliding surface t4/4+ 10mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation findings: visual inspection: the provided/complained femoral component as well as the tibial component show only little bone cement residues adhered on the intended area. There are no obvious visible material/coating defects on the provided devices. The meniscal component is still fixed in the tibial component. The gliding surface of the meniscal component shows visible scratches and imprints resulting from third body wear (bone cement residues and/or bone chips). The discoloration of the femoral gliding surface is no abrasion of the coated surface. Rather it is a result of oxidation. The as multilayer coating can undergo changes to the surface color. Such changes in color have no effect on the function or properties of the coating. This is noted in the instructions for use (IFU) (aesculap ag reference no. (B)(4) change no. (B)(4)). Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: the failure reported by the customer could not be confirmed. Without further detailed information regarding the surgical technique in this case, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. The following can be mentioned as an informational note: there are several root causes for implant loosening. One possible root cause could be that there were problems with the cement technique and due to this the implant has loosened prematurely. But in this case, this is only speculative. Furthermore, a pre-contaminated surface, for example by blood or other residues from the bone resection, can negatively influence the holding force of the bone cement on the implant. There is also no evidence of this in this case and it is only considered a hypothesis. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Correction: b5 - leading material updated.

Event description:
Update: it was reported that there was an issue with nx058z - as vega ps tibial plateau cemented t4+.